Event description:
It was reported that the surgeon had trouble with zipfix implants about a week and half ago where they broke upon cinching down. It was reported that the outcome for the patient was reported as fine. The surgeon utilized sternal wires vs zipfix for sternal closure. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4), no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Exact event date unknown; reported as about a week prior to alert date (B)(6) 2015 device broke during insertion; device was not implanted/explanted. A product development evaluation was completed: three devices of lot number 9136526 where returned. One device shows that the first tooth of the locking feature in the locking head is severely deformed. The expected teeth deformations were not seen on three teeth in the cycled area which would indicate that the device had been properly locked and tensioned during the application by the user. The second device did show any deformations which would explain the device failure. The locks feature of the device had been excessively bent to the back wall of the locking head which prevented the device from locking as per the design intent. The device needle was not removed at the correct location on the body of the device. There is no evidence that the needle was cut off the device as per the technique guide instructions. Additionally it was seen that the end section of the device is bent upwards which is the result of the incorrect removal of the needle. The third device shows that the first tooth of the locking feature in the locking head is severely deformed. The needle was not removed at the correct location of the body of the device. There is no evidence that the needle was cut off the device as per the technique guide instructions. Additionally, the end section of the device is bent upwards which is the result of the incorrect removal of the needle. Based on the findings, it is concluded that the device needles were incorrectly removed in the area of the bending feature by the user. This device handling increased the device end cross section area. As a result when the user inserted the device through the locking head, the lock features were permanently deformed. Therefore, the two devices could not lock themselves per the design intent. The first device the locking teeth experienced severe deformation during the application of the device which prevented the device from locking. The root cause of these deformation cannot be identified. The root cause of the other device failures is user handling related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: follow up report 2 was initially submitted with incorrect follow up number 3 on june 08, 2015. On december 19, 2019, it was requested that a follow up report with number 2 be submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.